Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in  the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavor resolute rx coronary des to treat a moderately tortuous and moderately calcified lesion in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent could not pass the lesion and the top of the stent strut lifted up. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: a non-medtronic sheath and stylette were in place on the device. A kink was evident on the stylette. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to distal stent wraps with struts stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the proximal to mid left anterior descending artery had 75% stenosis. The ostial to proximal left anterior descending artery had 75% stenosis. The lesion was predilated more than once. No resistance was noted while advancing the device to the lesion due to no calcification being present in the location prior to the lesion. If information is provided in the future, a supplemental report will be issued.